Manufacturer narrative:
PMA/510k: this report is for an unk - guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for hindfoot arthrodesis nail procedure. During the surgery, the jig and sleeves were not aligning with the nail and it made difficult to drill through the tibia for the 2 (two) most proximal screws. The drill bit was tapped in with a mallet and screws were firing medial to lateral, there was 25 minutes delay. The surgery was completed successfully. There was no patient consequence. Concomitant device reported: unknown insertion handle (part#: unknown, lot#: unknown, quantity: 1). This complaint involves four (4) devices. This report is for (1) unk - guides/sleeves/aiming: aiming arm. This is report 3 of 3 (B)(4).